Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis, adverse events that may occur include, but are not limited to include: dissection. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent emergent endovascular treatment for bleeding of the descending thoracic aorta and was implanted with a conformable gore® tag® thoracic endoprosthesis(ctag). The bleeding was reported to originate within the aorta approximately 35 mm proximal to the celiac artery (ca). Placement of the ctag was just above the ca and covered the section of the aorta that was bleeding. Post deployment angioplasty was performed with a gore® tri-lobe balloon catheter. The patient tolerated the procedure and the bleeding was successfully treated. It was reported that the bleeding was not an aneurysm, dissection or trauma. On (B)(6) 2018, the patient presented with back pain. Computed tomography (CT) determined that there was a new dissection and was reported to be a proximal stent induced entry. The false lumen of the dissection extended distally to zone 3 of the descending thoracic aorta and was reported to be a retrograde stanford type b dissection. On (B)(6) 2018, CT determined that the false lumen was thrombosed. No re-intervention has been planned. The physician suspects the exposed stent apices at the proximal end of the ctag device contributed to the dissection.